Event description:
The customer was hospitalized for dka. Prior to the event, the customer had unexplained hbgs. In addition, the customer had blood in their vomit. It was indicated that the customer underwent surgery after being admitted. According to the md, the cause of the event was dka and continual vomiting due to a blood ulcer. No further details.